Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited an inappropriate shock due to a loss of physiological signal. The patient was not aware of the shock. The physician and clinic were notified and advised to perform an x-ray and provocation testing to rule out a system integrity issue. Additional information noted that a recent transmission via latitude remote monitoring was seen due to an untreated episode and low non physiological signals. The presented electrocardiogram looked normal and good amplitudes were noted. The healthcare professional was going to have the patient come in to the clinic for further testing. A request for technical review was needed. Technical services (ts) noted that an in clinic evaluation would be beneficial as well as performing troubleshooting. Ts noted to be prepared to keep the device off until a resolution is reached. No adverse patient effects were reported. At this time the system remains implanted.